Event description:
The patient had a lumbar fusion after a motor vehicle accident. Autograft, allograft, synthetic bone filler and hardware were placed during the procedure. He was discharged to home but returned 18 days post op with a wound infection. The patient returned to surgery for debridement of the area. The infection did extend to below the fascial plane, but the hardware was not removed. Cultures from the second surgery returned with mrsa. Transferred to long term acute care facility for antibiotics. A definite link between the allograft and the infection can not be made.